Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was displaying code 109 when powering on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 109) has been confirmed. Upon eval, there were intermittent bga connections at flash components u102 and u105. The cause of the code 109 is the intermittent connections at the flash components. The intermittent connections are likely due to fractured solder connections induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The pt received a replacement monitor.